Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found during evaluation. The assignable cause of the iipv was determined to be insufficient drain and false empty detect due to use error as the clinician inappropriately set the minimum drain volume percent too low. The current labeling for the trainer's guide- homechoice/homechoice pro apd systems, was found to be sufficient for the use error identified in this report. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4288ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. No further information could be obtained at this time. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not yet completed.